Manufacturer narrative:
Section a2: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Further information was received indicating this event was a duplicate and reported in manufacturer report number 2916596-2021-05660.

Event description:
It was reported that the patient had short to shield events on their ungrounded cable. This event was created to capture the onset of these events. The event date was estimated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.